Event description:
Hospital reported to australian distributor that the angiographic syringe is aspirating air, creating "lots of small bubbles inside." Device sold to distributor on "OEM" (bulk, non-sterile) basis. There was no pt injury.